Event description:
It was reported that the customer received an error alarm during the manual prime and stated that insulin was squirting out. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 237 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. No alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, minor scratches and cracks to the display window and a missing end cap sticker.